Manufacturer narrative:
The mammotome ex probe is a sterile, single patient use instrument that may be used with imaging guidance, such as ultrasound, to excise a diagnostic sample for diagnosis. One hh8bex biopsy probe was received on 2/28/2017 and analyzed on 4/19/2017. A visual inspection was completed and the probe was found to be in poor condition. Evidence of use in a procedure was present on the needle, housing, shaft and inside the lateral and axial tubing. Tissue was found in the aperture. Due to contamination we were not able to test the functionality of the device. No results are available since no additional evaluation was able to be performed. The device history records were reviewed and no non-conformances were found that would relate to this failure. The initial voice of customer was deemed not reportable as no patient consequence was noted. However, due to the discovery of the tissue in the aperture, event was reassessed for reportability against the result of the investigation. Following consultation with our medical director, due to the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples, pursuant to 21 cfr §803, this failure mode was determined to be a reportable malfunction. Thus, we are submitting this medwatch report.

Event description:
The (B)(6) affiliate reported that after cutting 2-3 tissue, there is no tissue come back.